Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500 mg/dl. Customer indicated that the infusion set was not attached properly. Troubleshooting found that the cannula was bent and customer treated with a correction dosage. Customer declined high blood glucose troubleshooting and requested a replacement infusion set. No further details provided.